Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient, but the user was able to retrieve medication from pharmacy and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer noted that row b in the half-height drawer 4.1 was off the bus, then removed and reseated all row board and drawer controller cables associated with this drawer and installed replacement slide rail bumpers due to noticeable wear. Tested operation in hardware test application diagnostics and no issues were found. The system functioned as intended after the field service engineer repaired the device.